Event description:
The patient's right hip was revised due to pain and possible infection. Infection was not confirmed. No loose implants were found intraoperatively.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
The patient's right hip was revised due to pain and possible infection. Infection was not confirmed. No loose implants were found intraoperatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.